Event description:
It was reported that the pump's usb port was loose resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support and no further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.